Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml "324-367" mcg/day and 155 mcg/ml fentanyl at 25 mcg/day via an implantable pump for other spasticity. It was reported that the patient was having issues for 5 weeks before she had the pump replaced on (B)(6) 2016. It was stated that the issues started on (B)(6) 2016 and the patient was going back and forth between spasticity and sedation. The patient was going back into rehabilitation, was in the emergency room twice, and went to her healthcare provider (hcp) 4 to 5 times. Those visits were on (B)(6) 2016 where they did a pump refill because "baclofen precipitates", and (B)(6) 2016. On (B)(6) 2016, the patient was unconscious at a care center and they had to shake the patient and beat on her chest. The care center called the patient's hcp a couple of times on either (B)(6) 2016 and spoke to the physician assistant on call. The patient "felt poorly" on (B)(6) 2016, saw a neurosurgeon on (B)(6) 2016, and the pump was replaced on (B)(6) 2016. It was noted that the patient had a complex continuous rate that she did not touch until (B)(6) 2016. It was also reported that the patient had shoulder replacement surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.